Event description:
The clinician stated guidewire would not easily advance and bend, preventing the guidewire from functioning correctly. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one product lidstock/outer pouch for evaluation. The guide wire was not returned. Visual examination of the lidstock confirmed the reported lot. However, a full visual inspection could not be performed as the guide wire was not returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." The customer report of guide wire damage could not be confirmed without the guide wire to evaluate. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The clinician stated guidewire would not easily advance and bend, preventing the guidewire from functioning correctly. No patient harm reported.